Manufacturer narrative:
(B)(6). Device evaluation: a supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the needle of the suspect device broke off while injecting insulin into the abdomen and remained in the site. The patient went to the hospital and had the needle surgically removed.

Manufacturer narrative:
Device evaluation: result - no sample or photo was returned to the manufacturer for evaluation. No quality notifications or noe's were raised for this issue during the manufacture of the reported lot number 4158415. A review of the device history record was carried out. Calibrated critical process settings were reviewed and no issues were found. In process inspections were reviewed and no issues were found. Qa in process settings were reviewed and no issues were found. Final inspection was reviewed and no issues were observed. A review of the maintenance lot for the assembly line showed no maintenance which could have influenced this fail mode performed on the line during production of the reported lot number. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure move. As there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined.